Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. (B)(6). Concomitant medical products: 110024461, g7 dual mobility liner 38 mm c, 907280. Ep-200144, act artic e1 hip brg 28 x 38 mm, 828250. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04383, 0001825034-2018-04381. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's left hip has been indicated for revision due to infection 3 months post implantation. Shell, liner and bearing were revised. Attempts have been made and additional information on the reported event is unavailable.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information.